Manufacturer narrative:
The reported event of run-on in the form of a sticking trigger was confirmed. The manufacturer service technician noted that the shafts of the triggers were corroded, which likely caused the reported event. The device was repaired and returned to the manufacturer.

Event description:
It was reported that the trigger of a system 7 dual trigger rotary was allegedly sticking at the user facility, a condition in which the device has the potential to run without user activation. This event occurred during testing by a manufacturer field service technician, so there was no patient involvement, no delay, no medical intervention, and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that the trigger of a system 7 dual trigger rotary was allegedly sticking at the user facility, a condition in which the device has the potential to run without user activation. This event occurred during testing by a manufacturer field service technician, so there was no patient involvement, no delay, no medical intervention, and no adverse consequences associated with the device.